Event description:
A bipap auto biflex device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at the third-party service center, the service technician also noted a burnt connector. Additionally, the device was forwarded to the manufacturer for further investigation.